Event description:
International customer reported that a patient presented with a eczema/psoriasis-like skin condition approximately two weeks following herniated disk repair surgery. The patient was treated with a topical antibiotic and antiseptic. The patient is reported as "cured."

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.